Manufacturer narrative:
After further review it was determined that this MDR was incorrectly submitted and should be considered cancelled. The test result obtained by the laboratory personnel was no identification which is not an erroneous result and is therefore not a reportable event.

Event description:
It was reported that while using 15 bd phoenix¿ ast-s indicator solution atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer is reporting aborted panels due to insufficient indicator. " material no: 246009 lot no: 0226723 it was reported that aborted panels due to insufficient indicator occurred."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 15 bd phoenix¿ ast-s indicator solution atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer is reporting aborted panels due to insufficient indicator. " the following information was provided by the initial reporter: " material no: 246009. Lot no: 0226723. It was reported that aborted panels due to insufficient indicator occurred. "